Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced frequent bladder spasms, chronic pain in the abdomen and pelvis accompanied by a sensation of prickling and friction inside the pelvic area, abdominal swelling, vaginal inflammation and swelling, abnormal vaginal odor and discharge, limitations with mobility including bending, stretching, and lifting, chronic urinary tract, kidney, and yeast infections, abnormal vaginal bleeding, dyspareunia, fatigue, depression and severe decline of quality of life, fecal incontinence, constipation and abnormal vaginal bleeding. No additional information was provided.